Event description:
Customer stated that the hydraulics on bed wasn't working. Tsr found that the head hi/lo up and the head up functions of the manifold weren't operating at all. Tsr found weak manifold pressure. Tsr replaced manifold. Bed is now repaired and placed into service. No injury reported.